Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an high blood glucose levels 207 mg/dl and was treated with bolus event on (B)(6) 2026. No further information available.